Event description:
Dr. (B)(6) attempted to split the 6 fr sheath the wing broke off. Physician had to use an instrument to hold and break sheath. No patient complications have been reported as a result of this event.